Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced pain, subsequent surgeries, recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents device #1 (0010205/ lot #43jqd212). A second emdr was created to address the second composix kugel mesh device #2.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a laparoscopic repair for an incisional hernia, the patient's hernia was repaired with two composix kugel patches. On (B)(6) 2017 - the patient underwent an additional surgery to repair recurrent hernia after the composix kugel patch allegedly failed and to remove the kugel patch, which was infected. The attorney alleges the patient experienced pain and suffering, subsequent surgeries and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent a laparoscopic repair for an incisional hernia, the patient's hernia was repaired with two composix kugel patches. (B)(6) 2017 the patient underwent an additional surgery to repair recurrent hernia after the composix kugel patch allegedly failed and to remove the kugel patch, which was infected. The attorney alleges the patient experienced pain and suffering, subsequent surgeries and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with two incisional hernias and underwent repair with a medium composix kugel mesh (device #1 and device #2). Per the operative notes, "the patient was found to have 2 hernias. A medium composite mesh (composix kugel mesh ¿ device #1) oval was placed with sutures. There was a residual defect at the lower and beyond the mesh and therefore, a second piece of medium composite mesh (composix kugel mesh ¿ device #2) was placed." (B)(6) 2017 - patient had persistent abdominal pain and underwent laparoscopic robotic-assisted complex incisional hernia repair with biological mesh (xenmatrix ab - device #3) along with removal of infected mesh. Per the operative notes, "a portion of the small bowel adhered to the mesh and the mesh was coming off the abdominal wall secondary to the purulent material and necrotic material that was between mesh and fascia. The mesh was removed and xenmatrix ab was sutured.¿ attorney alleges that the patient experienced adhesions, bowel or intestinal removals, emotional injuries without treatment, infections, mesh migration, pain, and recurrence.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced pain, subsequent surgeries, recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents device #1 (0010205/ lot #43jqd212). A second emdr was created to address the second composix kugel mesh device #2. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information provided, no conclusions can be made. Per medical records, about ten years post-implant of two composix kugel mesh, patient was diagnosed with adhesion, hernia recurrence and underwent repair with the removal of both the composix kugel meshes. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b2, b4, b5, b6, b7, d4, e3, g1, g3, g6, h2, h3, h6, h10 this supplemental emdr is submitted to represent composix kugel mesh (device #1). An additional supplemental emdr is submitted to represent composix kugel (device #2)¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.